Event description:
Additional information was received reporting the surgeon stated the push felt very stuck and not very smooth. There was no damage to the pipeline pushwire or catheter observed. The device jumped during deployment. The tip of the catheter was moved during deployment. The surgeon pulled back the pushwire when retrieving the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex was returned within the inner pouch, inside of a biohazard bag, and a shipping box. No catheter was returned with the pipeline flex. ¿ visual inspection summary: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the pipeline flex was returned without the catheter. In addition, no damages were found with the returned pipeline flex. The cause could not be determined. Possible causes include vessel tortuosity and lack of continuous flush with heparinized saline. However, the customer reported minimal vessel tortuosity, ruling out vessel tortuosity as a potential cause. In this event, the lack of continuous flush may have contributed to the reported issue. Since the catheter was not returned, any contribution of the catheter to the reported issue could not be determined. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent was deployed after being pushed in place, but the anchoring of the tip end was not ideal. The surgeon wanted to retrieve and release the stent. During the retrieval process, the stent was dislodged and could not be retrieved into the microcatheter. Afterwards, the stent and the microcatheter were retrieved together into the intermediate catheter and removed from the body. The new stent was replaced and the surgery was completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 2mm and a 3mm neck diameter. The landing zone was 3.7mm distally and 4.0mm proximally. It was noted the patient's vessel tortuosity was minimal. The accessed vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed retention of blood in the aneurysm.